Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported today that a corail pinnacle needs to be revised tomorrow. The surgeon said the corail cementless collarless stem is loose and the ceramic liner needs to be changed. The surgeon is (B)(6) from (B)(6) hospital. Implants used during primary surgery are attached.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.